Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa endoprostheses to treat aneurysms of the abdominal aorta, and left common and internal iliac arteries. An iliac branch component (ceb231210a/17289495) was deployed in the left common iliac artery, and two internal iliac components (hgb161007a/17282682 and hgb161007a/17263878) were deployed in the left internal iliac artery. A trunk-ipsilateral leg component (rlt261412j/17622684) was deployed just below the renal arteries, and a contralateral leg component (plc23100j/1733087) was deployed distal to the ipsilateral limb on the right side. Moreover, a contralateral leg component (plc271000j/17420438) was deployed between the trunk-ipsilateral leg component and the iliac branch component a bridge device. A procedural angiograph reportedly revealed a infolding of the proximal end of the trunk-ipsilateral leg component. The procedure was concluded without further treatment since no endoleak was observed. On an unknown date, a follow-up computed tomography scan reportedly revealed a proximal type I endoleak due to an invagination caused by the proximal infolding, and thrombotic occlusion from the left contralateral gate of the trunk-ipsilateral leg component to the left external and internal iliac arteries. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby the proximal end of the trunk-ipsilateral component was ballooned, and an aortic extender component was implanted to treat the proximal type I endoleak. A thrombectomy was also performed on this date, and an additional contralateral leg component was placed to reline the stent graft system on the left side. An iliac extender component was placed in the external iliac artery to extend distally, and a bare metal stent was placed in the distal portion of the iliac extender component. Digital subtraction angiography revealed all issues were resolved. The patient tolerated the procedure.

Manufacturer narrative:
Correction to patient code: (B)(6).